Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4). (B)(4). Submissions for (B)(4) can be found under manufacturer reports numbers 3005099803-2014-03551 and 3005099803-2014-03549.